Manufacturer narrative:
Section b2: outcome corrected to the box that medwatch form checked off. Manufacturer's investigation conclusion: the reported event of damage on the modular cable (lot number unknown) was unable to be confirmed. The modular cable was not returned for analysis and no photos of the damage or log files were submitted. Attempts were made to obtain additional event information, but no response was received. The root cause for the damage was not able to be conclusively determined via this investigation. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number (B)(4) was received on 12mar2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to clinic with damage to the modular cable and defective pump running symbol on the primary system controller. The modular cable and controller were replaced.